Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of tip of pd transfer set that touched a mini cap cover during pd exchange and peritonitis in a patient coincident with pd4 dianeal 1.5% (dianeal 1.5% pd4 solution for peritoneal dialysis bag, pvc) therapy. On (B)(6) 2009, the patient began treatment with pd4 dianeal therapy (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On an unreported date, while doing the therapy at home the tip of pd transfer set touched the mini cap cover during pd exchange by mistake. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The patient did the flushing until the effluent was clear. The patient then was hospitalized. On the same day, the patient started treatment using cefazoline (1g/daily, ip) and fortum (1g/daily, ip). The treatment was still ongoing. It was reported the patient was recovering.

Manufacturer narrative:
(B)(4). The product code is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.